Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported last week the stimulator seemed to not be doing anything and stopped feeling the stimulation sensation. So they increased it but then stopped feeling the stimulation sensation again. They mentioned they are taking a new pill for high blood pressure which makes them have to urinate more so they are not sure if that is causing the issues or the interstim therapy. Reviewed how to check therapy status and therapy was off. The patient thinks they turned it off accidentally. They turned therapy back on again and adjusted amplitude to a level where they felt stimulation sensation comfortably. Patient will maintain stimulation level and will continue to track symptoms. Additional information was received from the patient. The patient reported their [device] was not working and they had already spoken with their doctor about scheduling a replacement procedure for august or september. The patient did not know specifically what the root cause of the problem was, but stated the last time they saw their doctor, they increased the highest it would go but patient did not feel anything. The reason for the call today was because the patient had a fractured hip and was need of MRI. Patient services reviewed how to activate MRI mode and patient was able to do so successfully.